Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that the device went to elective replacement indicator in less than five years. It was also reported the clinic was unable to interrogate the device. The device was explanted and replaced. No patient complications were reported as a result of this event.